Event description:
Event description guidant received information that this selute ventricular lead dislodged four days post implant. The lead was removed from service and surgically abandoned. A non-guidant lead was successfully implanted.